Manufacturer narrative:
The pump and purge cassettes were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
A complainant reported the patient was on impella 5.5 support. After replacing the purge cassette, the purge pressure fluctuated wildly, and when checking the trend, the purge flow rate was also unstable. The purge cassette was replaced. After that, the purge flow rate stabilized. Additionally, water droplets were found on the inside of the exterior of the purge side arm. Crystallized glucose was also found on the outside of the connection between the purge side arm and the purge line. Although there was no change in the purge pressure, the service life had been exceeded and, considering the risk of the pump stopping, the impella 5.5 was replaced. There was no patient harm.

Manufacturer narrative:
The investigation of priming issue and purge leak has been completed. The pump was returned and there was biomaterial all in the cannula. No damages were visualized to the sidearm. The pump was soaked in warm water with tergazyme to attempt to remove the biomaterial but most remained. The pump was purged and a leak wasn't able to be reproduced. Due to the lack of data logs and the issue not able to be reproduced, the root cause of the purge leak pump and priming issue could not be determined. The patient expired while on support. Per the medical safety officer review there was no hemodynamic consequence because of the issue.

Event description:
The patient expired while on support. Per the medical safety officer review there was no hemodynamic consequence because of the issue.